Event description:
Customer reported that pump battery depleted too quickly. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.